Event description:
It was reported that the patient presented in the operating room for device change-out due normal eri. The physician could not remove the svc coil of the lead from the ICD. The physician removed the septum and set screw, and cut and capped the svc portion of the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.